Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition of a tendency to bleed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 88-year-old male who had cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient was bleeding within the bronchus (due to intubation), pcps puncture site, and impella puncture site. Platelet (thrombocyte) count level decreased to 3 and hb6. The doctor said that since the patient had a tendency to bleed, the patient would be managed without heparin in the purge. Blood products were administered. The patient's coagulation improved.